Event description:
A patient reported that they reused the same disposable supplies from a previous therapy. The patient was advised to start over with all new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. If additional relevant information is received, a supplemental medwatch will be filed.